Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Customer reported receiving erratic readings of 202 mg/dl, 51 mg/dl and 51 mg/dl on their freestyle blood glucose monitor within 10 minutes. He also reported overdosing himself with insulin off of the readings, experiencing numbness and lightheadedness, and drinking soft drink to stabilize his blood sugar. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report to death, serious injury or mistreatment associated with this event.